Event description:
It was reported that the health care professional (hcp) had called in to discuss on atrial arrhythmia burden for this pacemaker system. Upon review of the recorded events, it was noted that there was farfield oversensing. The plan to have the patient seen in clinic for follow-up and to adjust blanking parameters. This device currently remains in service. No adverse patient effects were reported.